Event description:
It was reported that the atrial leadless pacemaker (lp) was accidentally implanted in the left atrium to an atrial septal defect. The lp was working with no issues despite being implanted in the wrong chamber. The lp was retrieved and implanted into the correct chamber to resolve the event. The patient was in stable condition.